Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. An external visual inspection was performed with no physical damage noted. There were no indications of dried fluid inside the cassette compartment. No burrs or sharp edges in cassette area that may have punctured a cassette membrane. A simulated therapy was initiated and completed on the cycler without complication. There were no fluid leaks in the test cassettes during the treatment test. The weighed fill volumes were found to be within tolerance and fill times were within specification. The cycler underwent system air leak and valve actuation testing and was found to meet product specifications. Load cell verification testing was performed with no issues noted. There was dried fluid within the recess of the bottom cover adjacent to the pump. The cause of the encountered dried fluid could not be determined. The mushroom head check passed and the cycler tested negative for glucose. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, there were no malfunctions that could have caused or contributed to the reported event. The cycler performed as designed and an associated cause could not be determined.

Event description:
Per additional follow up on 7/23/2019, the peritoneal dialysis registered nurse (pdrn) stated the patient's pd effluent cultures were drawn on (B)(6) 2019 which indicated staphylococcus epidermidis. The pdrn stated that the peritonitis source of infection was touch contamination. The pdrn did not have the treatment medications on hand. The pdrn confirmed that the patient moved to hd on (B)(6) 2019. At the time of the report, the patient was recovering.

Manufacturer narrative:
Clinical investigation: there is no documentation to show a causal relationship between the patient¿s umbilical hernia and pd therapy on the liberty select cycler. However, there is a temporal relationship between pd therapy on the liberty select cycler and the patient exacerbation of their umbilical hernia resulting in incarcerated hernia with hernia repair. Patients on pd therapy are at risk of developing and exacerbating hernia due to increased abdominal pressure and added stress on abdominal muscles. The patient¿s peritonitis is stated to be attributed to the incarcerated umbilical hernia which is known to be a complication when the bacterial barrier of the bowel wall is compromised by the strangulation of the hernia. There are no allegations of the hernia being caused by any fresenius product as the patient stated it was pre-existing prior to start of pd therapy in 2016. Based on the available information the liberty select cycler can be excluded as the cause of the umbilical hernia, although the pd therapy itself with use of the cycler most likely contributed to the exacerbation of the umbilical hernia. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient contacted technical support for a replacement cycler and during the call stated that they had surgery three weeks ago. Upon follow up, the patient¿s peritoneal dialysis registered nurse (pdrn) stated that the patient went to the emergency room (ER) on (B)(6) 2019 for an incarcerated umbilical hernia (symptoms not reported). The patient was admitted to the hospital and underwent surgery the following morning, (B)(6) 2019, to repair the hernia. The patient was then diagnosed with peritonitis. The peritonitis was attributed to the incarcerated umbilical hernia. The patient was transitioned to hemodialysis post-surgery. Hospital course is unknown including any antibiotic therapy. The patient was discharged (B)(6) 2019 and remains on hd therapy. The patient¿s physicians have concern for the surgical site and possibility of infection if the patient returns to the pd therapy. The patient was said to have had the umbilical hernia all of her life, thus pre-existing prior to the start of pd therapy on (B)(6) 2016. The pdrn reported the umbilical hernia enlarged and worsened over time and resulted in the hernia becoming incarcerated. Prior to the surgery, the patient did not require any changes in pd fill volume or any additional interventions due to the hernia. The cycler is scheduled to be returned to the manufacturer for physical evaluation.